Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was using the device to close the cystic duct, but after placing the device and squeezing the trigger, he noted that the clips had been released but had not been closed. Consequently, the open clips fell into the pt's abdominal cavity. The surgeon was able to retrieve all the clips. Another device was used to finish the case. There was no pt consequence.